Event description:
Sigmoid colon resection. Distal and proximal resection was completed. Circular stapler was used to complete the anastomosis and the surgeon noticed stool was leaking from the stump. The leak was coming from the same lateral margin opposite where the pin of the ralc45 was. Sutures were placed to correct the leak.

Manufacturer narrative:
Results and conclusions: the reported condition was due to worm gear galling. When the two units were disassembled, the galling was observed to be in both the housing and the worm gears. Galling may occur after a few cycles of movement between mating surfaces. Severe galling can cause seizures. Summary: according to the surgeon after unit was fired there was stool leaking from the stump. The leak was coming from the very lateral margin opposite where the pin of the ralc45. Upon analysis, the two ralc45 that were returned failed to calibrate instead replace dlu error message was issued. The galling were in both housing and the worm gears when units were disassembled. Root cause: the galling may occur after just a few cycles of movement between the mating surfaces. Severe galling can cause seizure. Action: car 0659 worm gear galling. See scanned pages.